Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) procedure in the right and left common femoral artery. Reportedly, a link break occurred with 2 proglide devices used in the right common femoral artery. A link break also occurred with 2 proglide devices used in the left common femoral artery. A 3rd proglide device was used on the left side, but could not be removed from the artery. Manual arterial compression was applied on the right side, while the patient was taken to surgery to remove the device on the left side, complete the aaa procedure and achieve hemostasis. A 6fr sheath was used in both sides. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device revealed that an anterior cuff miss occurred that would result in a failure to retrieve the link and suture when retracting the needle plunger and could appear very similar to the reported link break. An analysis of the returned device did not confirmed the reported link break. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.